Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that after angioplasty of the stenosed atheroma lesion,a dissection occurred resulting in bleeding. The physician attempted to deploy a stent over the dissected region; however, the bleeding resolved and the stent was not implanted.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vessel dissection and hemorrhage are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that after angioplasty of the stenosed atheroma lesion,a dissection occurred resulting in bleeding. The physician attempted to deploy a stent over the dissected region; however, the bleeding resolved and the stent was not implanted.